Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. The provided images may show a dislodged gear inside the housing.

Event description:
It was reported that the biomedical team informed the technical support engineer (tse) that the 30° endoscope was defective when connected to arm 2 of the patient side cart (psc). The error displayed on the screen says ¿recoverable¿, but when activated, the screen is inverted. Error 23003 is usually caused when trying to rotate the endoscope and something is creating a resistance, most of the time it is the cable caught or the endoscope cable stretched too far. It may be that the gears are bad, but the percentage of cases with this problem is very low. The tse advised caller to use the endoscope again, taking care when turning the 180ºc to check that nothing is stuck. To resolve the issue of the inverted field, the caller should rotate the endoscope with bare hands and then perform the 180º rotation via the console or touchscreen. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the endoscope to perform failure analysis. The endoscope camera instrument adapter was visually inspected and mechanical damage was found in the idler gear bearing. An additional observation not reported by site is that the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the housing exhibited discoloration. A camera instrument adapter defect was found. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera adapter did not rotate properly, and noises were heard during testing. The camera adapter removed from endoscope housing and evaluated and found the adapter shaft bearing contributed to friction. The endoscope was placed on a camera attenuation tester to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The complaint was confirmed by failure analysis. The probable root cause of a broken or damaged camera instrument adapter idler gear is attributed to damage during use or improper reprocessing. This issue can be resolved by using an alternate endoscope to complete the procedure.